Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the hydrosil intermittent catheter that was sent to the patient appeared to be of different sizes, though all should be of the same size. Patient provided 3 lot numbers (jufy9046, jufu9079, jufw9306) since patient had the same issue with the last 3 orders. Customer stated that within 3 each box, some of the catheters were larger and hence did not fit.

Manufacturer narrative:
The reported event is unconfirmed as product evaluated meets specifications. Visual evaluation 2 photo samples received. First photo shows the comparison two intermittent catheters side by side where the left catheter appears to be slightly thicker than the right catheter. Second photo shows packaging label of device. Also received 5 physical samples. 3 were in original closed packaging and 2 were in opened original packaging. No obvious defects present. Further testing required for physical samples. Dimensional evaluation noted physical samples were measured using french gauge. All samples received were the same size of 14 french. Based on physical sample received, product meets specifications. Although an exact root cause could not be determined a potential root cause could be operator error. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labelling review is not required as the labelling review would not have prevented the reported event. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the hydrosil intermittent catheter that was sent to the patient appeared to be of different sizes, though all should be of the same size. Patient provided 3 lot numbers (jufy9046, jufu9079, jufw9306) since patient had the same issue with the last 3 orders. Customer stated that within 3 each box, some of the catheters were larger and hence did not fit.